Manufacturer narrative:
The device was returned and evaluated and confirmed that there was a blurry image due to chemical stain on the objective lens. Additional findings include: insertion tube collapsed, there were minor scratches on distal end, and bending section cover was cracked. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the image was not stable on the bronchofibervideoscope. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was completed using the same device, with no delays reported.